Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies and resumed insulin delivery. Reportedly the customer is pulling residual insulin from the cartridge and using the cartridge and infusion set for more than 3 days. Tandem clinical support informed the customer that pulling residual insulin from the cartridge and using the cartridge and infusion set for more than 3 days is off-label per the tandem user guide. Customer¿s blood glucose level was in the 200-350 mg/dl range.